Event description:
The port was placed 9/23/96. At the first chemotherapy treatment on 10/3/96, the nurse was unable to get the port to function. An x-ray was ordered, which showed that the port and catheter had separated, but the catheter had not embolized. The port and catheter were reatteched by the surgeon in a second procedure.